Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field engineer reprogrammed the ccc. The system was tested and verified as ready for use without requiring any part replacement. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the da vinci system was in the hallway, and the touchpad options were grayed out and non-functional, preventing movement of the system. Troubleshooting involved performing a hard cycle on the system, but the issue persisted. Another system was available on-site, which could be used instead of the primary one. Later, it was reported that when the patient cart was connected to a different system (sq0917), it also experienced faults. This was done to verify that the issue was with the patient cart. Faults encountered included errors 307, 297, and 311, indicating various system errors such as node not present, node revision fault, and golden image running. There was no report of patient involvement or reported injury.